Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.h3, h4, h6- the blade/screw guide sleeve (p/n: 03.037.017, lot number: l106488) was received at us cq. Visual inspection of the complaint device showed the device has some initial difficulty connecting with the returned mating device (03.037.024, pi-15870557980857628) but then assembles without difficulty. The interior of the proximal end has some deformations which likely cause the initial assembly difficulty. Additionally, the red epoxy marking is missing. The missing epoxy was investigated and does not require any additional investigation for this defect. A functional assessment was performed with the complaint device. The complaint device was able to be assembled with the returned mating device after some initial difficulty. The complaint condition can be replicated. No dimensional inspection was performed due to inaccessibility of relevant dimensions and post-manufacturing damage. This complaint is confirmed as the complaint device has difficulty assembling because of deformations inside the device. Additionally, the red marking is missing. No root cause could definitively be determined for the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. The missing epoxy was investigated. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no new corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 03.037.017, lot: l106488, manufacturing site bettlach, release to warehouse date: 27.october 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date a helical blade inserter would not mate and advance within the helical blade/screw guide sleeve. After multiple attempts to advance the blade, the handle became incarcerated and the insertion assembly had to be removed and dissembled on the back table. The insertion handle and insertion sleeve appeared to both be damaged which lead to the failed insertion of the helical blade. The insertion sleeve assembly was re-constructed and a tfna lag screw was inserted successfully. It is unknown if there was a surgical delay. The procedure outcome and patient status are unknown. Concomitant device: unknown tfna helical blade (part# unknown, lot# unknown, quantity# 1). This report is for one (1) blade/screw guide sleeve. This is report 1 of 2 for (B)(4).